Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the embolization coil was intact with its pusher assembly, and the complaint was confirmed. Further evaluation revealed that the pet lock was missing, the proximal end of the pusher assembly was fractured, and the pusher assembly was kinked in multiple locations throughout its length. The missing pet lock and fractured pusher assembly likely occurred during the attempts to detach the embolization coil with the handle and manual detachment. The kinks throughout the length of the pusher assembly were incidental to the reported complaint and the root cause could not be determined. However, if these kinks were present during the attempt to detach the embolization coil, they could have contributed to resistance and prevented the pull wire from being retracted out of the ddt and resulted in the embolization coil not detaching from the pusher assembly during the procedure. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior right hepatic artery using ruby coils lps and a lp system detachment handle (handle). During the procedure, after advancing the ruby coil lp, the physician was unable to detach the ruby coil lp with the handle nor manually detach it with their hands. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp that was manually detached. There was no report of an adverse effect to the patient.